Event description:
At case end, the abbott perclose prostyle suture-mediated closure and repair system was inserted by the doctor (md) where it was noted that it failed to obtain hemostasis indicating device failure. Md removed the intact device and inserted a new device. Second device worked as intended and procedure concluded with only slight delay in care.